Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered stapler handle. No visual abnormalities were noted. During functional testing solid blue lights were received and evaluation of the eeprom noted that the device had reaches it¿s prescribed end of life. It was observed that the autoclave count was higher than the typical limit. However the root cause for the handle and adapter surpassing the 50 autoclave limit cannot be reliably determined since the battery was not returned. No further functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Blue lights were displayed because the device reached the designed end of life. However, the root cause for the handle and adapter surpassing the 50 autoclave limit cannot be reliably determined since the battery was not returned. Therefore abnormalities within the battery that may have caused or contributed to the surpassing of the autoclave limit were unable to be investigated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Post market vigilance (pmv) led an evaluation of one adapter. No visual abnormalities were noted. During functional testing solid blue lights were received and evaluation of the eeprom noted that the device had reaches it¿s prescribed end of life. It was observed that the autoclave count was higher than the typical limit. However the root cause for the handle and adapter surpassing the 50 autoclave limit cannot be reliably determined since the battery was not returned. No further functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Blue lights were displayed because the device reached the designed end of life. However, the root cause for the handle and adapter surpassing the 50 autoclave limit cannot be reliably determined since the battery was not returned. Therefore abnormalities within the battery that may have caused or contributed to the surpassing of the autoclave limit were unable to be investigated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the customer: the team contacted the idrive+shaft next to representative. We got all green indicator correct. Insert the I drive into the cavity and tried to fire. No fired accrued. The surgeon tried to fire again but still no firing, then we got blue error indicators. Toke the idrive out again, and tried to disconnect the sulu and re assemble it. The idrive and the shaft indicated that the that there is manfunction with the instrument. We used the egia ultra and fired the same sulu manually with no problem. Added by the sales rep: has the product been re-sterilized prior to this incident : yes. Was the complaint product used on a patient: yes. Person injured or jeopardized: no. Extension of the surgery time by more than 30 min .or re-operation necessary: no. Blood loss of more than 500cc : no. Extension of the incision by more than 1 inch: no. Change from endoscopic to open surgery: no. Unanticipated tissue loss or irreversible damage: no. Any portion of the device or tack fall into the patient cavity: no. Was any reinforcement material used in conjunction with the stapling device: no. Additional information received: what was the device sterilization method? (Eto or autoclave) - autoclave (1) . What type of cleaning was used on this device? (Manual or auto-washer) - auto washer. What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? - unknown tri staple. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a bypass procedure. The handle and adapter were connected. The green indicator was correct. The device was inserted into the cavity and tried to fire. No firing occurred. The surgeon tried to fire again but still no firing. Then got the blue error indicators. Took the device out and tried to disconnect the reload and reassemble it. The handle and adapter indicated that there is a malfunction with the instrument. A manual handle was used to fire the reload with no problem. The patient was not injured or jeopardized. No reinforcement material was used in conjunction with the stapling device.